Manufacturer narrative:
The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and age of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, it was reported that a low power hazard alarm was observed on (B)(6) 2018 which may be due to the mobile power unit (mpu) ac power cord coming loose at the ac power cord mpu connection or ac wall outlet. There was no interruption in pump support to the patient during this event. No additional information was provided.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. The system controller log file contained approximately 11 days of data from (B)(6) 2018 at 21:13:42 through (B)(6) 2018 at 13:21:39, per time stamp. The file captured a no external power event on (B)(6) 2018 at 06:32:04. A sequence of low power hazard and power cable disconnect alarms were observed. This event occurred while the controller was supported by an mpu and appeared to be a result of momentary power loss to the mpu. During this event the controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once ac power was restored to the mpu at 06:32:09, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.